Event description:
It was reported that following an aortic valve implant procedure stroke, arrhythmia and death occurred. A 25 mm lotus edge valve was implanted. Before full release of the valve from the delivery system, moderate paravalvular (pvl) was noted. The 25 mm size was determined to be too small. The 25 was removed and exchanged for a 27 mm lotus edge valve that was fully implanted. The 27 mm lotus edge valve 'looked good' post implant. The following day the patient presented with left sided weakness and was diagnosed with a stroke. The stroke was suspected to be embolic in nature from an unknown etiology. The stroke was not treated. Five (5) days later, 'pauses' were noted on the patient's electrocardiogram. A permanent pacemaker was implanted. The patient was discharged the following day to a rehabilitation facility. The patient's stroke symptoms were reported to be 'waxing and waning'. The patient died in (B)(6) 2019. The cause of death is unknown.